Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user had restarted the machine 2 times but was unable to recover the door and had failed. Nurses were unable to get the medication from the tower door 1. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 failed and required maintenance. A field service engineer reseated one lock connections and tested both lock doors to ensure locks worked optimally through inventory count. The system functioned as intended after the field service engineer repaired the device.